Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer recently had a blood glucose level of 400 mg/dl due to a bent cannula. Blood glucose level near the time of the call was 180 mg/dl. Troubleshooting was not performed due to the caller not having the device available. The insulin pump was not replaced or returned for analysis.